Manufacturer narrative:
Additional product code d2a: foz an investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported leakage from the PICC external tubing, located below the hub and above the wings. There was no patient harm was reported.

Manufacturer narrative:
The device history record (DHR) review could not be performed since no lot number was provided. The physical device was received for evaluation, and the reported condition was observed; however, a definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.